Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty sliding a cartridge onto the pump. Reportedly, the customer successfully loaded a new cartridge onto the pump to address the event. The reported issue did not adversely impact blood glucose.